Manufacturer narrative:
Examination is not possible, as the device will not be returned, however, photographs were sent for evaluation. Examination of the photographs showed what appears to be an unknown residue at the laser mark lines. Without the return of the device it cannot be determined what the residue is. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, after the device was implanted, it was found to be rusty. The surgeon opted to leave the anchor implanted. No patient injury or complications were reported.